Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis could not replicate the reported event. The unit was tested on an in-house system several different kinds of instruments, endoscopes, and sterile adapters with no experienced engagement issues or instrument issues. The system did not trigger errors 22020, but they were confirmed via error logs/system logs. The unit and passed direction tests, lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Multiple parts of the usm will be replaced as a precaution to the reported problem. An fse was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtm) due to the calibration not staying in passing parameters. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis could not reproduce the reported event, but did confirm it via field error logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed. No repairs are required to address the reported problem.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An isi field service engineer (fse) contacted the site after the reported event date. Initially, the customer said that the reported complications did not recur after they replaced the sterile drape from usm4. However, at a later date the customer said they experienced similar issues. The fse went onsite to investigate the reported event. No issues were replicated while driving the system, but the fse replaced usm4 due to the recurring customer reported issue. However, after replacing usm4, the customer reported that the same issue occurred again. The fse went onsite and tested the master tool manipulators (mtm); the right mtm calibration was found to be off . The right mtm was recalibrated and confirmed with a grip test. The customer reported that the issues have not recurred after the mtm calibrations. Intuitive surgical, inc. (Isi) received the usm 4 related to this complaint for evaluation, but failure analysis investigation has not been completed. A follow-up MDR will be submitted if additional information is received. Errors indicating that the vse grip release was used on arm 4 instruments were observed during this procedure on (B)(6) 2023. Additionally, errors indicating the customer recovered from a recoverable faults, pressed the emergency stop button, and an instrument did not engage when installed on the system.

Event description:
It was reported during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend (vse) instrument jaws became stuck shut on tissue while the instrument was installed on universal surgical manipulator 4 (usm4). A message was received instructing the surgeon to match the instrument grips. The surgeon did this, but the problem continued. This event occurred while bleeding was coming from the rectum where the vse instrument was being used. The grip release slider was used on the instrument without using the emergency stop button to open the vse jaws, and the surgeon continued to use the vse instrument. The bleeding was resolved with cautery from one the vse instrument; no blood transfusions were administered. The customer said that this event occurred during a critical part of the procedure as there was bleeding that needed to be controlled. However, the problem of the vse jaws becoming stuck shut persisted after it was resolved the first time, and eventually a new vse was installed. Then, the problem continued with the new instrument as the jaws became stuck shut while in use. This time, the emergency stop button was pressed and the grip release slider was used to open the jaws and the surgeon continued to use this vse. Technical support was called, and advised that the surgeon may have been grasping too much tissue with the instruments. The surgeon said they did not think they were grabbing too much tissue. The tse suggested reseating the sterile drape; this was performed with no change. The tse recommended replacing the sterile drape, this was not performed while on the phone with technical support. Later during this procedure, a sureform 60 stapler instrument was installed on usm4 and fired. After it fired, the jaws would not open from the clamped tissue. The emergency stop button was pressed and the stapler release knob (srk) was used to open the jaws. A sureform 45 stapler was then installed, but it failed to engage on the system. Troubleshooting was performed via reinstalling the instrument, but it was ultimately replaced and the second sureform 45 stapler instrument worked as expected. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information from the surgeon of this procedure; however, as of the date of this report, no further details have been received.